Event description:
Reported via clinical study. It was reported that device did not seal. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography was performed which identified a possible incomplete seal. Transesophageal echocardiogram (tee) was scheduled to confirm if it is a true incomplete seal.

Manufacturer narrative:
B5: additional information added. H6, device code: updated.

Event description:
Reported via clinical study. It was reported that device did not seal. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography was performed which identified a possible incomplete seal. Transesophageal echocardiogram (tee) was scheduled to confirm if it is a true incomplete seal. It was further reported that tee was performed which showed a 1.5mm leak and no intervention was needed. The patient also reported they forgot to transition to aspirin as instructed and was still taking apixaban twice daily. The patient was instructed to transition to aspirin as previous instructed.